Manufacturer narrative:
Unit was unable to prime during prime test due to faulty force sensor (gold). No compromised force sensor alarm noted during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated they are unable to exit the preparing to prime loop. The customer did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.